Event description:
The customer reported being hospitalized due to low blood glucose of 58mg/dl. Troubleshooting was performed. The customer stated that she was in car accident and she was the driver. Troubleshooting was performed. The customer stated that her sensor glucose read high but the system was not calibrated correctly. The caller treated off her sensor glucose reading without checking he blood glucose first. Advised the customer to always confirm before treating. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.